Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated six times. The first and second inflations were performed at 6 atm, the third at 8 atm, and the fourth and fifth at 10 atm. On the sixth inflation, the balloon ruptured at 12 atm. The procedure was completed with another of the same device. There were no complications reported. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified. The balloon ruptured for 5 to 8 seconds. The device was removed without any problem using the normal method. The patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated six times. The first and second inflations were performed at 6 atm, the third at 8 atm, and the fourth and fifth at 10 atm. On the sixth inflation, the balloon ruptured at 12 atm. The procedure was completed with another of the same device. There were no complications reported.